Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A leak was identified during visual inspection and leak testing. The leak occurred between the sheeting and cassette. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice cassette, a baxter technician determined that the device leaked. There was no patient involvement. No additional information is available.